Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open video-assisted thoracoscopic surgery (vats) wedge resection. The manual stapling handle misfired. The stapler was not able to fire. The surgeon was able to press the green button. In order to resolve the issue and complete the case, opened another handle and continued. There was no patient harmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.